Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. The operator was wearing a lab coat and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to evaluate the instrument. The customer was able to repair the leak. The customer stated that the tubing at the sheath flow restrictor vc12 had popped off the fitting to the flow cell. The customer replaced the tubing and the leak was fixed. Identification of failure modes: the cause of the leak was that the sheath flow restrictor popped off the fitting to the flow cell. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous differential or reticulocyte test results, because of improper rinsing of the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).